Event description:
It was reported that the customer was transported by ambulance to the emergency room (ER) with a blood glucose (bg) level around 40 -50 mg/dl; cause was not known. The customer attempted to address their bg with coke and syrup, however was treated with intravenous fluids of saline in the ER. Customer was discharged from the ER the following day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.